Event description:
It was reported by the provider that the valve is stuck. Per independent repair center statement the unit is alarming or red light; the rexroth valve is stuck. The poppit kit valve not shifting and the power switch has a short circuit. The warm clamp tubing and zip ties tubing are leaking.